Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was allowed 3 boluses per day and the ptm (personal therapy manager) took a while. They were also getting a ¿move communicator¿ message. The caller stated that the device would reach 10%, then the ¿move communicator¿ message would appear, and it would take like a half an hour. Then it got up to 90% and took another 5 minutes to complete. The caller stated that it was not working correctly. The caller confirmed that the bluetooth was enabled. The agent assisted the caller in deleting the data. The agent then had the caller close all applications and launch myptm. The caller stated seeing a message ¿application restarting due to system error¿. The caller then pressed ¿ok¿ and attempted to connect to myptm and saw ¿no device found¿. After multiple attempts, the caller stated the bolus was delivered. The caller noted it took several attempts to move the communicator, but confirmed they were no longer stuck at 90%. The caller stated they pressed the bolus button, but it did not lock them out. The caller stated that they were seeing a ¿no pump response¿ message followed by ¿system error - restart". The caller pressed ¿restart¿ and then the handset searched for the pump. The caller saw the ¿move communicator¿ message again. The caller reported seeing 18% and the message ¿move the communicator over the pump¿. The device reached 36%, 45%, then stopped and displayed the same message. After moving the communicator again, it progressed to 72%, 81%, and 99%. The caller then saw the deliver bolus screen, pressed the deliver button, and received a message saying, ¿connecting to the pump¿. The progress was at 70% and 80% before the ¿move the communicator over the pump¿ message reappeared. The caller stated that the bolus started and was delivered but explained that they had to keep moving the communicator every 2 seconds. It would stop and prompt them to move the communicator again. For the event date, the caller stated, ¿it¿s been a while, like 3 to 6 months ago¿. The agent reviewed information including general use of the equipment. It was noted that the troubleshooting steps that were taken on the call resolved the issue.